Event description:
Gore received info from the physician who did a laparoscopic ventral hernia repair (lvhr) on a female approximately two years ago. The physician reported the patient returned post op with an infection. Additionally, the physician reported the dualmesh was completely incorporated into the transverse colon. No lot number, patient ID, or implant date was provided to gore.

Manufacturer narrative:
The investigation is in progress.